Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when opening bd vacutainer® flashback blood collection needle 5 pieces came separate from the hub. The following information was provided by the initial reporter: stage: when opening the package. Defect; needle separate from hub. Quantity: 5 pieces. Impact: no other adverse effects were caused to the patient. Medical staff in the department suffered needle stick injuries.

Manufacturer narrative:
H.6. Investigation summary: bd received (B)(4) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for loose IV shield with the incident lot was observed in 2 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." D.1. Device available for eval: yes. D.1. Returned to manufacturer on: 17-oct-2023. B.5. Describe event or problem : it was reported that when opening bd vacutainer® flashback blood collection needle 5 pieces of shield came separate from the hub.

Event description:
It was reported that when opening bd vacutainer® flashback blood collection needle 5 pieces of shield came separate from the hub. The following information was provided by the initial reporter: stage: when opening the package defect; needle separate from hub quantity:(B)(4) pieces impact: no other adverse effects were caused to the patient. Medical staff in the department suffered needle stick injuries.